Event description:
The customer contact reported the patient received less IV fluid than intended. The device was programmed to deliver normal saline at a rate of 500ml/hr with a volume to be infused of 1000ml and the delivery was started. After 2 hours, the nurse noted that approximately 200ml remained in the container when it was expected to be empty. There were no reported adverse patient effects. No medical interventions were required. The remaining 200ml were delivered using the same device. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not competed.